Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: the ppt are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation. Once collected, transported to lab for processing in specimen bags and then in cooler box with ice(img 0037). Samples are collected every 2-3hrs. Once samples received in the lab, transferred to another box with ice. Samples are centrifuged approximately 24hrs after collection. Centrifuge settings checked . New centrifuged received in november 2022, calibrated 12 april 2023. No separation seen in arv patients.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. G5: PMA/510(k)#:bk050036 h.6 investigation summary: material #: 367957 lot/batch #: 2227691 bd had not received samples, but 4 photos were provided for investigation. The photos were not for this material number but for a related complaint for ppt tubes. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Complaints for sample quality were not under statistical control for the month of august 2023, therefore additional clinical testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was poor barrier separation of sample. The following information was provided by the initial reporter: the ppt are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation. Once collected, transported to lab for processing in specimen bags and then in cooler box with ice(img 0037). Samples are collected every 2-3hrs. Once samples received in the lab, transferred to another box with ice. Samples are centrifuged approximately 24hrs after collection. Centrifuge settings checked . New centrifuged received in november 2022, calibrated 12 april 2023. No separation seen in arv patients.